Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-18624. Reference MFR report: 1627487-2013-18626. The pt reported experiencing pain at the ipg site and heating at the ipg site when charging. The pt indicated the ipg site is easily irritated by pressing on or leaning against it and results in pain. Also, extended aggravation of the ipg site causes his legs to go numb and since his skin burns due to nerve damage which is intensified by the irritation. The pt also stated he has never experienced effective pain relief from his scs system. The pt ceased using his scs system in 2009 and desired to undergo surgical intervention to have the system explanted. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.